Event description:
It was reported that the patient underwent a heartmate 2 to heartmate 3 exchange on (B)(6) 2024 now with a driveline fault alarm and pump stop noted in history on (B)(6) 2025 at 12:23 pm. It was reported that can't be correct because it was 12:01 and the site's ipad had a time of 12:11. Log files were sent for review, and the event log for heartmate 3 patient confirmed the onset of a driveline power fault on (B)(6) 2025 at 4:52am. These faults were associated with intermittent out of specification values from power line a. The log also captured three different occasions where there was an electrostatic discharge (esd) event causing the pump to reset following the onset of the faults. The pump was off for a few seconds during these resets. The modular cable and controller would be exchanged and the patient would be monitored for recurrence of faults. The modular cable was replaced and the patient was monitored after and no alarms were noted. The system controller was swapped out as well given the nature of the alarm and the fact that the patient was within the first year.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarm could not be confirmed with the returned modular cable (lot # 10203280). The returned modular cable was operated together with the returned system controller (serial # (B)(6) and a driveline power fault alarm could not be reproduced. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements indicating no underlying wires were compromised. A root cause of the reported driveline power fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance too mfg and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event